Event description:
It was reported that the pt's hearing deteriorated over the years towards the lower end of the indication range for a vibrant soundbridge. The vibrant soundbridge itself is technically ok. A vibrogram and a surgery are planned to be carried out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.